Event description:
The pt ws admitted for a coronary angiogram. The target lesion was the posterior descending artery and the proximal left anterior descending artery. The lesion was a de novo, concentric, diffused and bifurcated, but not calcified. Aha/acc classification of the vessel was a type c. There was 64% stenosis. The diameter of the vessel was 2.07mm and length was 31mm. Radial approach was chosen for the procedure. Pre-dilation was conducted with a ballooon (2.5/15mm) was implanted at the distal end of the posterior descending at 18atm within 15 seconds. The 2nd cypher stent (3.0/18mm) was implanted at 20atm within 15 secs at the proximal end of the initially implanted cypher stent with overlap post-dilation was conducted with a balloon (2.75/15mm) at 18atm. Inflation time unk. The residual % stenosis was 18% timi flow before and after the procedure was 3. At the same time, the proximal left anterior descending was treated. The lesion was de novo, eccentric, and tubular, but not calcified. Aha/acc classification of the vessel was a type b2. There was 59% stenosis. Pre-dilation was conducted with a balloon (2.5/15mm) at 20atm within 15 secs. Post-dilation was conducted with a balloon (3.5/15mm) at 20atm. Inflation time is unk. The residual % of stenosis was 11%. Timi flow before and after the procedure was 3. Ivus was conducted for both lesions.